Event description:
It was reported by customer that device presented a broken screw when screwed in and it crumbled into small parts.

Manufacturer narrative:
Complaint stated: ¿it was reported by customer that device presented a broken screw when screwed in and it crumbled into small parts.¿ the carton was returned empty. The only identification on the carton was (B)(4) which does not match the (B)(4). Correspondence supports the information entered into the complaint data system is correct. Carton marking cannot be explained. Complaint cannot be supported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Updated.